Manufacturer narrative:
Concomitant medical product: collamer ultraviolet-absorbing posterior chamber single piece foldable intraocular lens. The lens was returned in liquid, in the lens/case vial. Visual inspection found tears in the lens haptic. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a cc4204a intraocular lens, diopter +20.5 into the patient's left (os) eye. After implant, he did not like the way the lens looked in the eye. Intraoperatively, he exchanged the lens for a back-up lens. Reportedly, no patient injury occurred. The problem was resolved. This occurred on (B)(6) 2018.

Manufacturer narrative:
Corrected data: work order search: no similar complaint type events were reported for units within the same lot. Added to initial report. (B)(4).